Event description:
It was reported that the patient experienced pain at the ipg site. The patient underwent an explant procedure, and was doing well postoperatively. The explanted devices were disposed by facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch/lot: 5137372/ 5139157/ 5139160/ 5139432.